Manufacturer narrative:
Further information clarified that no allegation had been reported against the protrack wire during the procedure, so this complaint was created in error. This emdr was originally submitted for the protrack wire from the nrg kit used during the procedure. It is the purpose of this emdr to clarify that the reported allegation for the nrg kit used for this procedure was reported to FDA under report number 2124215-2023-71311, and the emdr 2124215-2023-71312 is not required. A supplemental medwatch report for report number 2124215-2023-71311 will be filed if any further relevant information is received.

Event description:
It was noted a pericardial effusion occurred. It was reported that during a watchman procedure to get patient off the oral anticoagulant (oac), a nrg needle (reprocessed) was selected for use. A trivial effusion was noted prior to the procedure and it was suspected the cause was the difficult transseptal crossing. To perform transseptal puncture, a protrack guidewire was used and nrg needle. The radio frequency was delivered four times and still could not cross. The septum was lipomatous. After crossing the septum, the watchman device was implanted successfully. Approximately five minutes following the procedure, the patient experienced hypotension and 0.6 cm effusion along the right ventricular was noted. A second sweep for pericardial effusion on both transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) noted an expanded pericardial effusion of 1.2 cm. The physician then performed pericardiocentesis. The patient is expected to be recover fully. The device is not expected to be returned for analysis. It was baylis protrack used, no issues noted with the reprocessed nrg but physician was having difficulty knowing where the needle was before going transseptal puncture. There were multiple attempts tracking up and down superior vena cava (svc) to septum. There was difficulty imaging noted. Needle was tenting before transseptal puncture.

Event description:
It was noted a pericardial effusion occurred. It was reported that during a watchman procedure to get patient off the oral anticoagulant (oac), a nrg needle (reprocessed) was selected for use. A trivial effusion was noted prior to the procedure and it was suspected the cause was the difficult transseptal crossing. To perform transseptal puncture, a protrack guidewire was used and nrg needle. The radio frequency was delivered four times and still could not cross. The septum was lipomatous. After crossing the septum, the watchman device was implanted successfully. Approximately five minutes following the procedure, the patient experienced hypotension and 0.6 cm effusion along the right ventricular was noted. A second sweep for pericardial effusion on both transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) noted an expanded pericardial effusion of 1.2 cm. The physician then performed pericardiocentesis. The patient is expected to be recover fully. The device is not expected to be returned for analysis. It was further confirmed via gfe dated 12dec2023, it was baylis protrack used, no issues noted with the reprocessed nrg but physician was having difficulty knowing where the needle was before going transseptal puncture. There were multiple attempts tracking up and down svc to septum. There was difficult imaging. Needle was tenting before tsp.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was noted a pericardial effusion occurred. It was reported that during a watchman procedure to get patient off the oral anticoagulant (oac), a nrg needle (reprocessed) was selected for use. A trivial effusion was noted prior to the procedure and it was suspected the cause was the difficult transseptal crossing. To perform transseptal puncture, a protrack guidewire was used and nrg needle. The radio frequency was delivered four times and still could not cross. The septum was lipomatous. After crossing the septum, the watchman device was implanted successfully. Approximately five minutes following the procedure, the patient experienced hypotension and 0.6 cm effusion along the right ventricular was noted. A second sweep for pericardial effusion on both transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) noted an expanded pericardial effusion of 1.2 cm. The physician then performed pericardiocentesis. The patient is expected to be recover fully. The device is not expected to be returned for analysis. It was baylis protrack used, no issues noted with the reprocessed nrg but physician was having difficulty knowing where the needle was before going transseptal puncture. There were multiple attempts tracking up and down superior vena cava (svc) to septum. There was difficulty imaging noted. Needle was tenting before transseptal puncture.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. The previous supplemental report clarified that no allegations had been made against the protrack wire during the procedure, so the complaint was created in error.